Event description:
Same case as MFR report #: 2134265-2010-03390. (B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient developed exertional chest pain. The index procedure treated two target lesions. Target lesion one was a de novo, 3.5x10mm, 90% stenosed lesion of the proximal rca (right coronary artery). Treatment consisted of direct stenting with a 3.5x12mm taxus express2 stent and post dilation with an unspecified 3.5x6mm balloon resulting in a well expanded stent with 0% residual stenosis on intravascular ultrasound (ivus). Target lesion two was a de novo, 3.5x20mm, 90% stenosed lesion of the mid rca. Treatment consisted of direct stenting with a 3.5x24mm taxus express2 stent and post dilation with an unspecified 3.5x24mm balloon resulting in a well expanded stent with 0% residual stenosis on ivus. The patient returned in (B)(6) 2010 with exertional chest pain. No angiography was performed. The patient was prescribed nitroglycerin and the patient's condition was noted to be improved in (B)(6) 2010.

Manufacturer narrative:
Device evaluated by MFR: as the unit was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).